Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure (left-sided clavicle, olecranon, and radius open reduction internal fixation), a right-sided implant was mistakenly used instead of a left-sided one, as the surgeon assumed that the ¿l¿ on the packaging referred to left, when it in fact meant length. A left sided olecranon plate was implanted onto the right side of the patient. Outcome ¿ the implant subsequently failed, and the patient returned for further surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the labeling in the outside of the package indicates the that the implant must use in the right side. As the event description indicates the implant was selected incorrectly, therefore the complaint condition could be trace to user. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va-lcp olecr pl 2.7/3.5 r 4ho l116 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part# 02.107.204s. Lot # 65431p9. Manufacturing site: depuy synthes products, inc. Supplier: na. Release to warehouse date: 29 apr 2025. Expiration date: 01 apr 2035. A manufacturing record evaluation was performed for the finished article lot, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.